Manufacturer narrative:
A review of the device history record could not be performed as there was no lot number provided. No sample was returned by the customer to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer for evaluation.

Event description:
Kimberly-clark received a report from distributor in (B)(4) stating, "problem with the 1 t-fastener. It was completely reabsorbed by the body (similar to the buried bumper syndrome). This situation was followed by a serious infection and an urgent surgery." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).